Event description:
Defective keyboard. The device was received for evaluation. The device history record was reviewed, no issue has been found. Found the up/down buttons were not working requiring housing replacement. Cleaned and post repair tested all equipment. After repair, device was found to meet specification. Regarding defective keyboard, a CAPA was opened in order to investigate the failure.